Event description:
It was reported that the user received an ¿enter cgm¿ alert while using the ilet bionic pancreas with a freestyle libre 3+ sensor, and the ilet was toggled to dexcom as the active sensor type, resulting in a pairing mismatch until the correct sensor was toggled and the freestyle libre 3+ sensor was re-scanned. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of cgm data after troubleshooting with no health impact. User support included product-use review and guided troubleshooting, including verification of cgm selection in the app and re-scanning the active sensor. Investigation of this case revealed a user interface or setup error leading to selection of the wrong cgm type and subsequent loss of cgm data until corrected. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.